Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the electrocardiogram (ECG) port was not working. Analysis also found the power cord door was damaged and that there were missing hinge plate screws. (B)(4).

Event description:
It was reported that the programmer's electrocardiogram port was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer's electrocardiogram port was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.